Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture impedance, and impedance problem on the right ventricular (rv) lead. On (B)(6) 2023, the physician elected to cap and replace the rv lead. The patient was in stable condition.

Event description:
New information noted the high defibrillation impedance.